Manufacturer narrative:
Device evaluated by MFR: the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Although all the planned devices were placed successfully, a type ib endoleak was found in the right side. A gore® molding & occlusion balloon catheter (mob) was inflated in the right common iliac artery to resolve the endoleak; however, a minor endoleak remained. When the mob was inflated again to resolve the endoleak, the patient¿s blood pressure decreased. A vessel rupture of the common iliac artery was found at the edge of the contralateral leg component (plc271400j). Therefore, an additional contralateral leg component (plc121400j) was placed at the ruptured site and the treatment area was extended to the external iliac artery. Unplanned embolization for the right internal iliac artery was performed. The bleeding was stopped once, but extravasation from the ruptured site was noted again. A dissection at the edge of the plc121400 was found in the right external iliac artery. The physician considered that the false lumen communicated with the ruptured site in the common iliac artery. To fix the dissection, a bare-metal stent (protege, 12 mm x 6 cm) was additionally placed at the dissected site and the bleeding stopped. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s vessel condition was quite poor.